Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the ps1 voltage was low. They adjusted ps1 voltage. The imaging system then passed the system checkout, and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a healthcare professional (hcp) via a manufacturer representative (rep) regarding an imaging device being used outside of a procedure. It was reported that the system was stuck, "initialing system please wait." Issue was found before a case. There was no patient involvement, or additional complications reported, or anticipated as a result of the event.